Event description:
Covidien received a report from a biomedical engineer of a device with no audio found during preventive maintenance. Engineer isolated the problem to the speaker. No pt was involved.

Manufacturer narrative:
Covidien has requested that the speaker be returned for investigation.